Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump squirted out insulin during the manual prime process. Customer¿s blood glucose level was unknown. Customer stated that they did not receive second series of beeps nor did numbers were appeared on the screen. Troubleshooting was performed. Customer was advised that the insulin pump required replacement and revert to a back-up plan. The insulin pump will not be returned for analysis.